Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient presented to the hospital for multiple episodes of syncope. When connected to telemetry there was asystole for up to 15 seconds. It was noted that the patient has a slow escape beat every 9 seconds. The pacemaker was reprogrammed and the patient was admitted. Interrogation revealed no stored events with good threshold measurements. Review of the right ventricular (rv) lead impedance measurements noted a single high impedance spike of 2000 ohms . All of the other measurements were around 500 ohms. The noise was unable to be reproduced and the chest x-ray looked normal. A revision procedure was performed where another manufacturer's rv lead was surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the header and a hole in the ra seal plug. The rv seal plug was intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.